Event description:
It was stated that while testing on (B)(6) 2016 the customer obtained a result of 5.2 inr on her coaguchek xs meter (serial number (B)(4)) while a laboratory result done within 7 hours from her meter result was 3.4 inr. It was reported that the laboratory uses the dade innovin reagent. The customer stated that there was no medication change or treatment received due to the readings. The customer does not have polycythemia. She does not have any antiphospholipid antibodies. She is not on any direct thrombin inhibitors. There was no changes in her diet or medication. The customer's therapeutic range is 2.0-3.0 inr. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 200782-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.